Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the cannula kept slipping out and the surgeon had to convert to open surgery. The patient stayed in the hospital an extra couple of days because of the open surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The cannula accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Product information regarding the specific intuitive surgical, inc. (Isi) cannula accessory used in this procedure was not provided. Therefore, it is unknown what specific type of cannula encountered this issue. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to the cannula not functioning as intended. It is alleged that the patient had to remain in the hospital an extra couple of days because of the open surgery.